Event description:
Additional information received reported that the patient was non-compliant with following up with her health care provider (hcp) and no cause of event was known by her physician. She had not been in since (B)(6) 2011, and did not report any problems at the time. The patient declined to make an appointment when contacted by her hcp.

Event description:
It was reported that the patient felt no stimulation sensation for the past month. The patient noted that a loss of stimulation had happened before. A revision was performed approximately one year ago where the implantable neurostimulator (ins) was moved from the left to the right side of her body. Six months later, the ins was "not functioning properly" and was reprogrammed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3093-28, lot#: v082173, implanted: 2008 (B)(6), explanted: na. Programmer: model 3037, serial#: (B)(4). (B)(4).